Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer cribriform occluder device was chosen for implant. During procedure, the left atrial disc had a cupped appearance when it was deployed. The device was recaptured and removed from the patient. Another 25 mm amplatzer cribriform occluder was chosen as a replacement device, and it was successfully implanted to resolve this event. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10. An event of the left atrial disc appearing "cupped" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.